Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the system ping picture archiving and communication system (pacs), the system initially showed all green statuses, but the transfer failed when attempting to download a patient exam from pacs, and an error 732 'out of resources sub operation' occurred. It was noted that the it (information technology) team at the site updated their information with the correct mac (media access control) address of the system, resolving the reported issue. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736401, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to the failed transfer. A1102: applicable to "error 732." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.